Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11376 it was reported that the burr became stuck on wire. A 1.25mm rotalink¿ burr and a rotawire were selected for use. It was noted that the wire would not come out of the catheter. Hence, the devices could not be used. There were no patient complications reported.